Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with "570, failed alarm after extended operation on battery" was confirmed in the pump's event history. The root cause of this condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a condition of "570, failed alarm after extended operation on battery", which interrupted infusion in the general patient ward during patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.